Event description:
Event reported to have occurred in 2006 in another county, reported to viasys medsystems 1/22/2007. Customer reports that stylet from enema tube peforated through the side of the tube during small bowel enteroclysis procedure. Also reports patient was not harmed. The tube was not available for examination as it was discarded by clinician at time of procedure. Although viasys field sales territory manager has spoken with clinician, no further details of this event have been obtained.